Event description:
The manufacturer received information alleging a trilogy evo device was inoperative. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician recommended replacing the device's blower assembly, machine flow sensor and system board to address the issue. No further investigation is required at this time. Additionally, two in-line filter. Prox in the fio2 return tubing are clogged with dust and were replaced. Upgraded to software version 1.06.10. Unit passed final test.